Event description:
Customer reported the system will not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the boot up floppy disk. System operates as intended. This MDR is related to ge healthcare complaint.